Event description:
Received 10 boxes of tubing sets which contained the wrong item. The tubing inside of box was a different catlog number which could not be used. The outside of the box read the correct catalog number.